Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging and would not power the controller when connected. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power to a controller. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and open the field effect transistors (fets); preventing the battery from charging or providing power. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. As a result, the reported event was confirmed. The most likely root cause may be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. If information is provided in the future, a supplemental report will be issued.